Event description:
Patient deceased, coroner's office requesting that the device be tested and a report sent.

Event description:
Patient deceased, coroner's office requesting that the device be tested and a report sent.